Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of seizure, characterized by lethargy and disorientation, which required hospitalization. The patient¿s past medical history includes a seizure disorder (type not provided), and due to the patient¿s declining health, their seizure medication required adjustment. Additionally, the peritoneal dialysis registered nurse (pdrn) reported the patient¿s transition to hemodialysis (hd) therapy was also due to the patient¿s declining health. Per the patient¿s pdrn, the events were unrelated to the patient¿s performance of peritoneal dialysis (pd) therapy, or due to the utilization of any fresenius device(s) or product(s). Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the serious adverse events experienced by the patient.

Event description:
A patient contact reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, experienced a seizure during ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 after experiencing a seizure during ccpd therapy. The patient was taken to the emergency room after being found disoriented and lethargic by the patient contact. The pdrn stated it was believed the patient experienced an unwitnessed seizure during ccpd therapy, as the patient has a preexisting seizure disorder (managed with medication). The pdrn reported the patient¿s declining health (specifics not provided) necessitated an adjustment of the patient¿s seizure medication (drug not provided). The patient reportedly continued to undergo ccpd while ¿acutely¿ hospitalized. However, after transferring to a rehabilitation hospital on (B)(6) 2021, it became apparent the patient contact could no longer care for the patient¿s needs due to their increased weight and declining health. The patient contact¿s and nephrologist jointly decided the best option for the patient was to transition to outpatient hemodialysis (hd). The patient was transported to the hospital where their pd catheter (not a fresenius product) was surgically removed, and a tunneled hd catheter (not a fresenius product) was surgically placed (date not provided). The patient is recovering and has tolerated several hd treatments while at the rehabilitation hospital. If there are no changes in the patients¿ health, the patient is scheduled for discharge this week. The pdrn stated the patient¿s seizure was unrelated to the utilization of any fresenius device(s) and/or product(s).